Event description:
I used fixodent for approximately four months in 2003. I then switched to poligrip and super poligrip and am still using it at the present. I began having left groin pain four and a half months earlier, and was diagnosed with neuropathy three months later. As yet no cause has been found. I am under continuous medical care and pain management. Dose or amount: denture cream. Frequency: 3-4, 4-6 times daily. Route: : oral. Dates of use: 2003 - present. Diagnosis or reason for use: denture adhesive cream.